Manufacturer narrative:
Continuation of medical devices: product ID 8784, serial# (B)(4), implanted: (B)(6) 2016, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 17-jul-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative (rep) regarding a patient who was receiving baclofen (unknown) at an unknown concentration and dose via intrathecal drug delivery pump for intractable spasticity and cerebral palsy. It was reported that there was no complaint with the device. The patient was undergoing a spinal fusion surgery when the surgical fellow used electrocautery, ultimately melting the outer layer of the catheter. Damage to the catheter was visible to the surgeon. Revision was necessary: they cut the damaged piece and were able to use the collet from the 8785 ascenda anchor tool kit to repair the damage. The issue was resolved and the patient status was "alive - no injury" at the time of this report. There were no reported symptoms. No further complications were reported.